Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their up button was stuck and unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened up button dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.